Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the femoral artery was mildly calcified. Attempted placement of the device into a calcified artery can create significant resistance to thumb advancer deployment due to impedance from the calcification. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a starclose se device after a diagnostic catheterization procedure, using a 6f sheath. Reportedly, after deploying the vessel locator wings, the thumb advancer could not be advanced completely. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The nurse is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device may have aided in determining a more definitive cause for the failure to achieve hemostasis with this device. In review of the reported use in a mildly calcified common femoral artery, it should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The reported event of the access site being mildly calcified indicates that the anatomical conditions of the patient may have been a contributing factor in the event; however, it could not be conclusively determined by this investigation. The reported inability to complete the thumb advancement after plunger deployment can be influenced by, but is not limited to, manufacturing, failure to maintain flex guide straight during the plunger stroke, or the thumb advancer stroke and/or deploying the device in challenging anatomy. To assure the device operates according to specifications the flex-guide and tubeset assemblies are subject to inspection during manufacturing. A quality control audit inspection is performed to verify product quality. Based on the reported information and the inspection criteria, the reported inability to complete thumb advancement after plunger deployment appears to be related to the patient selection and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handing database was performed and there have been no previous similar incidents reported. There does not appear to be any indication of a lot specific product quality deficiency.